Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon interrogation, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. The patient was brought into the clinic on (B)(6) 2018 and the device was reprogrammed to resolve this issue. The patient was stable throughout the interrogation.